Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they experienced low blood glucose of 40 and 60 mg/dl at the time of the incident. The customer was at 75 mg/dl at the time of the call. The customer treated with food and their health care professional asked them to discontinue use of the insulin pump. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer alleged the insulin pump was over delivering. The insulin pump will be returned for analysis.